Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Ppf alleges fracture (component), metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2005 - dor: (B)(6) 2017, (left hip).